Manufacturer narrative:
(B)(4). Telephone number: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced a connection issue between the transfer set and titanium adapter. The catheter connector of the transfer set would not completely connect to the titanium catheter adapter. There was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection by the naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and integrity of seal surface testing. All functional tests passed. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.